Event description:
It was reported that the right ventricular (rv) lead had an apparent fracture which was visible on fluoroscopy. It was also reported that there were short ventricle-ventricle counts and increase in impedance with no capture through the rv lead. Therefore the rvlead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): d154awg implantable pacemaker cardio/defib 2007-(B)(6), concomitant product: 5076 implantable pacing lead 2007-(B)(6). (B)(4).